Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the left knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.